Manufacturer narrative:
Event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2020. Humeris stem, 40mm/+3 humeral cup, 40mm eccentric glenosphere with screw, glenoid baseplate cementless and +6mm post extension were removed and replaced by humeris stem, 36mm/+6 humeral cup, 36mm eccentric glenosphere with screw, glenoid baseplate cementless and +10mm post extension. Primary surgery (B)(6) 2019.